Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h6, h10 . Attempts have been made to gather all product identification information, and no further information has been provided. Visual examination of the returned product identified both devices have damaged/deformed cup positioner bolt threads, scratches and nicks on cup positioner head, gouges/deformations on the cup positioner housing and weld. No other damage was noted during visual evaluation. No shells were returned for evaluation. Part and lot identification are necessary for review of device history records, neither were provided for the shell. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined for the inserters. Based on the damage, it is unknown when it occurred and if the damage caused or contributed to the reported event. No problem was found with the shell based on the damage to the inserters. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d10, g3, g6, h2. D10: 00626001800, cup positioner 61840318; 00626001800, cup positioner 62039327.

Event description:
No additional event information to report at this time.

Event description:
It was reported during surgery that two (2) straight cup inserters were cross threading with the shell. The surgeon was unable to unscrew the inserted handle from the shell causing a small delay. Surgery completed with another device.

Manufacturer narrative:
(B)(4). D10: 00780401520 straight shell inserter unknown; 00780401520 straight shell inserter unknown. G2: foreign: canada. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d10, g3, g6, h2, h3 d10: 00626001800 cup positioner unknown. 00626001800 cup positioner unknown.